Event description:
During a guided procedure, the implants placement compromised labial plate. Patient's ridge was very thin. The surgeon grafted the site and placed a membrane. No further medical intervention was reported as a result of this event.

Manufacturer narrative:
UDI related data quality updates only. Updates based on UDI/MDR data quality notification received on december 13, 2024.